Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f : the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent an ultrasound guided ascites percutaneous drainage catheter placement procedure using the navarre opti drainage catheter. On (B)(6) 2026, after completion of the procedure, it was reported that the fracture was noted in the drainage catheter connector. The procedure was completed by replacing the device with a new drainage catheter. There was no reported patient injury.